Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "does intraoperative cell salvage remove cobalt and chromium from reinfused blood?¿ by lars w.p. Reijngoud, md, christophe pattyn, md, roel de haan, md, filip de somer, phd, pat a. Campbell, phd, harinderjit s. Gill, phd, and koen a. De smet, md published in the journal of arthroplasty vol. 24 no. 7 2009, pages 1125-1129 was reviewed for MDR reportability. The study inspected use of intraoperative cell salvage (ics) during surgical revisions of failed metal-on-metal hip arthroplasty cases. The study included 12 patients (2 males and 10 females) and indicated 1 female age of (B)(6) had a johnson and johnson asr hip resurfacing who received a revision due to malpositioned acetabular cup approximately 17 months after primary operation. The study indicates that all patients reported hip pain and limited range of motion of the hip prior to revision, and metallosis was discovered in all patients during revision surgery. Adverse event(s) related to 1 female age of (B)(6) with asr: malpositioning of the acetabular component. Patient(s) reported harm(s) prior to revision: hip pain; limited range of motion (limited movement/impingement); elevated cobalt (co) levels of 22 mcg/l and chromium (cr) levels of 112 mcg/l. Intra-operative finding(s): metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.